Manufacturer narrative:
Qn#: (B)(4).

Event description:
The complaint is reported as: the peel away sheath end broke off during the insertion process. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn #(B)(4). Additional information received from the sales rep regarding the breakage of the peel away sheath: "the piece was on the outside, but they had to use forceps to grab the remaining end to pull out of the patient. The patient was ok, and they retrieved the peel away sheath in its entirety." Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
The complaint is reported as: the peel away sheath end broke off during the insertion process. No patient harm reported. The patient's condition is reported as fine.